Manufacturer narrative:
DHR/bhr review lot#2290407. The products of this batch were assembled at intima ii auto line 2 in november 2022, and packaged at r240 package line in november 2022. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective samples and photos have been received for the complaint. Check the unit packages of the retained samples of this batch, and no poor seal or broken top web or broken bottom film is found. Please see attachment for the inspection report. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since the torn states of the unit package cannot be identified, the root cause of the defect cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm package damaged / defective. On (B)(6) 2024, patient bed 04, was receiving IV fluids when the nurse used a closed IV needle and found that the package of the y-type closed IV needle was torn